Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product fo502r - boehler bone rongeur dbl.act 4.4mm 155mm. According to the complaint description, a screw in the joint area of the device fell out into the patient. It remained in the hole that had been reamed into the femur and was not removed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4).

Event description:
Update: the procedure had been a total knee arthroplasty (tka). There was no surgical delay. The facility noted that there was no detectable harm to patient at this time.

Manufacturer narrative:
Additional information: b5 - description updated. D9 - product received. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: aesculap ag has carried out a visual and microscopic examination and comparison with the production drawing. A missing screw of the first joint was found. This was not made available for examination. Thus, it is not possible to say how the screw has moved out. Massive traces of friction wear can be seen on the joint. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Also after meaningful attempts no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. The complained issue can be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. The origin and causes for frictional wear are: insufficient lubrication and/or foreign bodies lead to corrosion of the metallic friction surfaces/instrument components that move relative to each other (especially in ends/joints and sliding rails, e.g. With punches). This forms micro-abrasion, which can make the surface extremely rough and destroys the passive layer. In these sensitized areas, humidity or deposits (eg. Blood residues) can easily accumulate - a process that usually leads to corrosion. Preventive measures: allow the instruments to cool down to room temperature. Proper instrument care and servicing = accurately applying care products to the instrument prior to performing the functional check. Manually apply the care product directly to the joint area (using drops or spray). Distribute the care product uniformly in the joint by opening and closing the instrument in the joint area several times. Requirements for instrument care products: basis of care product: liquid paraffin (paraffin oil)/white oil. Must conform to currently valid pharmacopeia. Must be vapor-permeable/suitable for steam sterilization at the boundary surface between the material and the oil film. Jamming of the joints due to accumulated lubricant must be prevented. According to the corresponding electronic instructions for use (eifu) (aesculap ag internal reference no. (B)(4) change no. (B)(4): damage (metal cold welding/friction corrosion) to the product caused by insufficient lubrication! Based upon the investigation results, a CAPA is not required.